Event description:
It was reported the device was leaking.no patient injury reported.

Event description:
It was reported the device was leaking.no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with cracks around the reservoir tank cover. No other apparent physical damages. The customer stated problem was duplicated, a minor water leak was noticed underneath the reservoir cover. Replaced the reservoir cover and gasket. The cause of the reported problem was traced to the user manipulation of the device (damaged tank cover causing leakage). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.